Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient accidentally detached the infusion set from her body (site location), while she was walking. The infusion had been used for 24 hours. The site location was right side of her abdomen. Currently, her blood glucose level was 242 mg/dl. No further information available.